Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 523-600 mg/dl, with trace ketones. Customer attempted to address elevated bg was addressed with a manual insulin injection. Reportedly the customer is wearing the cartridge for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours with humalog insulin, is off label per the user guide. Customer changed the pump supplies to address the issue. The customer went to the emergency room and was subsequently admitted into the hospital, with high ketones. Ketone levels identified as life threatening by their health care provider. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 11/02/23 with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.